Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient's spouse reported on behalf of patient left side deflation/rupture. Patient additionally reported left side pain and shape change, patient confirmed rupture. Healthcare professional later confirmed left side capsular contracture baker grade IV, rupture of silicone implant, possible breast implant illness. Device has been explanted.